Event description:
It was reported the patient did not recharge her ipg as recommended. In turn, her charging system and programmer became unable to communicate with the ipg due to it being inoperable. An sjm representative met with the patient for troubleshooting but was unable to provide resolution. In turn, the patient was given pain medication during the interim. On (B)(6) 2015, the patient's ipg was explanted and replaced (with a different model). Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number is included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).